Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that the connector to the baxter was loosened and a fluid leak occurred. The patient stated that they hang their bag on the side of the cart and that there is a flaw in the connector, possibly the baxter end. The patient begun taping the connector so that it does not open. The nurse stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient completed treatment on the cycler. The patient is continuing peritoneal dialysis therapy with no further issues. The patient was not symptomatic and was not treated with antibiotics.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. In addition, there is no information with the customer number reported, at this time no sap shipping search could be performed with the information available. Consequently, no product will be returned from the distribution center to be analyzed since the lot number is unknown and no information from the customer is available for the identified of the possible involved lots in sap. There was no device history record (DHR) review was performed since the lot number is unknown and no information from the customer is available.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that the connector to the baxter was loosened and a fluid leak occurred. The patient stated that they hang their bag on the side of the cart and that there is a flaw in the connector, possibly the baxter end. The patient begun taping the connector so that it does not open. Additional information was requested, however, to date not provided.